Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the proximal left anterior descending artery. The 3.5x8mm quantum maverick monorail balloon ruptured at twelve atmospheres. It is unknown how many inflations occurred. Then a 3.00x12mm quantum maverick was used to complete the procedure. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)